Event description:
It was reported that the atrial lead exhibited undersensing during an arrhythmia, and the patient received an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.